Event description:
This patient called to report that in 1999 the pt underwent an in-office surgical procedure performed in the area between upper lip and nose. The wound subsequently developed an infection, which persisted for 7 months despite treatment. No cultures were taken of the wound site because the wound never displayed any drainage. The symptoms consisted of redness, swelling, and discomfort. Physician reported that ciprofloxacin. Cephalexin, keflex, keftabs were administered as antibiotic treatments, and nizoral was used because he thought it may have been a yeast.